Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving dilaudid (5.0mg/ml at 1.7438mg/day). The medication information was obtained from a printout from a refill on (B)(6) 2017, but the patient was also heard in the background stating that she thought there was also dimorphine in the pump. The indication for use was spinal pain. It was reported that "around thursday" (relative to (B)(6) 2017), the patient got up off the couch and had extreme pain, and it was all she could to do get around the house. The patient reportedly screamed when she moved. The patient was referred to a healthcare provider (hcp) regarding the symptoms, and requested hcp listings as the patient's hcp was not in until wednesday. Additional information was received from a healthcare provider on (B)(6) 2017. It was further reported that the patient was sedated and they were not certain if there was a device or therapy issue. In the last 24 hours (relative to (B)(6) 2017), the patient experienced a decreased level of consciousness. It was noted that the patient's old hcp had not seen the patient since (B)(6)2017 as the patient had moved, but at that time the pump was programmed to infuse dilaudid (5mg/ml at 0.4002mg/day). The dose was reportedly increased 75% to 7003mg/day and 6 patient activated (pa) boluses per day were prescribed per the telemetry strip from (B)(6) 2017. It was noted that no narcan had been administered as the patient just got over to the floor from the emergency department (ed). The hcp inquired how much drug the patient had received from the infusion system in the last 24 hours, and declined having the opioid emergency overdose procedures forwarded. No further complications were reported or anticipated.